Manufacturer narrative:
FDA device problem code: (B)(4). FDA patient problem code: (B)(4). Investigation summary: a device history record review was performed for provided lot number 62017. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. The sample came in a plastic bag and the packaging blister has been opened. A visual inspection was performed and it has rolled stopper. No other defect or imperfection was observed. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Root cause description: the cause for this defect could have resulted during the assembly process, where a jam may have occurred and stopper was not fully centered having the rubber stopper not properly assembled to the plunger rod. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper dislodged from the plunger. The following information was provided by the initial reporter: "30ml syringe¿s black rubber plunger was dislodged making the syringe not workable"